Event description:
It was reported that a 35-year-old female who underwent a breast augmentation revision with mentor smooth round moderate profile, 575cc saline breast implant experienced left-sided capsular contracture grade iii, right-sided bottoming out post procedure. The issue was diagnosed through physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: cap con iii. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Additional information received on october 10, 2022 indicated that the left side was deflated. As a result patient, scheduled for removal on (B)(6) , 2022. Reason for device explant and/or reoperation: deflation,capsular contracture grade iii this report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on july 19, 2022 indicated that the patient experienced bilateral capsular contracture, unknown grade on the right side. Manufacturer¿s reference number: (B)(4). Initial report section h10, mistakenly reported since no lot number was provided, no manufacturing record evaluation could be performed. Correction: a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures